Manufacturer narrative:
The product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported that following a cataract surgery with an intraocular lens implantation, the patient experienced discomfort, glare and poor vision. The iol was exchanged for another iol. The patient's symptoms resolved. Additional information was requested.

Manufacturer narrative:
Corrected information has been provided in d.2b.procode. The manufacturer internal reference number is: 2019-95305.

Manufacturer narrative:
Evaluation summary: the lens was returned in a lens case. The model, serial number and bar code on the transport lens case mylar label has been obliterated with black marker. The information under the marker indicates: a different model and serial number. The diopter is visible (15.5). Solution is dried on the lens. The optic is torn/cut into two portions. The optic damage is similar in appearance to damage from insertion and removal. One optic portion has small split/cracks near the edge. All product and batch history records are quality reviewed prior to product release. Associated products are unknown. It cannot be verified if a qualified combination was used. A root cause for the complaint cannot be determined. During the manufacturing process, each lens is subjected to a 100% assessment of the power and optical resolution in order to determine acceptability per the lens model and diopter. The power and resolution of the returned lens could not be re-evaluated due to the optic damage. The manufacturer internal reference number is: (B)(4).